Event description:
Customer reported that he was hospitalized in intensive care unit due to high blood glucose. Customer's blood glucose reading at the time of hospitalization was 1400 mg/dl. Customer stated that he had a heart attack and his kidneys had shut down and he believe that the insulin pump is not working properly. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.